Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during assessment and testing of the device in clinic today, the bipolar rv threshold and rv impedance were significantly elevated from previous trend results. Programming changes were made, and the patient will continue to be followed closely via remote monitoring. It was noted that a cxr was done back in (B)(6) 2019 and there was no visual evidence at that time of lead changes or damage. The patient condition is stable.